Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep) stating patient was on a low dose program and had turned stimulation up to the point of perception and was feeling overstimulation when he laid down. This was not the primary purpose of the call, there was miscommunication between the patient services representative and the patient. The issue the patient was calling about was that he was unable to connect to the mystim application to reduce the intensity. Patient reported to me that this has been an ongoing issue, and he is unable to connect to the mystim application on a consistent basis to change groups or amplitude. Patient was coached through a hard reset of his communicator over the phone, and he was able to connect to his mystim therapy application. Rep then switched him to a dtm program and notified him that he will not be feeling any stimulation as this is a sub perception group. Rep told patient that if this issue persists/it is occurring daily, he needs to contact patient services to exchange his communicator. The issue has been resolved in the sense that the patient was able to get into his mystim application and reduce intensity/change to dtm group by the time rep had gotten off the phone. Rep is unsure as of today if he is still having the connection issues with his communicator. The information has not been provided to the physician as this is a user equipment issue which has been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer's representative regarding an implantable neurostimulator. The reason for call was representative said patient called him this morning to report that when patient tries to decrease stimulation, it doesn't feel like stimulation is decreasing, but patient is still feeling the sensation. Patient reported they can still feel a shocking sensation when they bend down. Representative spoke with patient today and switched patient to dtm programming. Agent reviewed information and redirected to their managing healthcare provider (hcp) for further assistance.